Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6)2013. (B)(4)

Event description:
It was reported that the patient's right atrial (ra) lead had a possible fracture as evidenced by oversensing. No actions were taken and the lead remains in use. No patient complications have been reported as a result of this event.